Manufacturer narrative:
The autopulse battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during patient use the autopulse platform displayed error message "realign patient." Several attempts were made to troubleshoot the issue with no success. At one point the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). No patient information was disclosed. No additional information was provided.